Event description:
Additional information from the hcp reports the patient was treated with supplemental oral medication. The pump is scheduled to be replaced.

Event description:
The hcp reported the pt was experiencing poor pain relief whereas had been much better months ago. At the pump refill in 2005, the estimated reservoir volume was 3ml and the actual was 18ml of morphine. The interrogation showed no alarms. Three weeks later, the hcp followed the refill procedure and a full reservoir was again found. A catheter dye study showed no catheter anomalies. A rotor test was done a week later that demonstrated the rotor did not move.